Event description:
It was reported that patient is experiencing pain at the ipg site. Reportedly, patient lost weight and can feel the ipg move in pocket. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
The event of pain at ipg site was reported to abbott. The patient is requesting for their system to be removed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.